Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the basket became stuck within the patient's common bile duct, as it was unable to crush the stone and the basket tip did not detach. The physician cut the handle off of the basket device and used a sohendra handle but was unable to crush the stone or detach basket tip. A larger basket device was then inserted and used to crush the stone and release the trapezoid rx lithotripter compatible basket from the patient's common bile duct. The procedure was completed with the larger basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).